Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system. It was reported that every time the surgeon used the guidance system and they could register the patient properly, 1 or 2 screws had to be manually corrected. The surgeon mentioned that after a 1.5 hour delay, they usually brought in the c-arm to finish the case. The surgeon mentioned that not being able to use trocars made c-arm guidance more difficult. The surgeon did not know how many cases this issue had occurred in. There was no patient harm and the procedure were delayed over an hour.